Event description:
The complaint/event occurred on an unspecified date and involved an unspecified IV set with stopcock and spike adaptor. While inserting a chemotherapy bag, the tubing of the chemotherapy tree reportedly broke, and it caused unspecified chemotherapy to spill onto the floor and onto the nurse¿s hand. There were no holes, cuts, tears or other defects have been noted with the device. The customer stated that they are unable to provide the list or lot number for the involved device as it was discarded after the incident occurred. The device was connected to the patient at the time of the event. The spillage onto the nurse's hands was cleaned fast and according to the facility protocol using a spill box for chemo decontamination. There was no one was harmed, no clinical consequences, no blood loss, no delay in therapy, only the time for the device to be changed. No other medical intervention was required.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. The device history record cannot be reviewed as the lot number is unknown.

Manufacturer narrative:
A diagram of the unknown device with a red line indicating the location of the break was returned. The complaint of 'the tubing of the chemotherapy tree broke, causing the chemotherapy to spill onto the floor and onto the nurse¿s hand' could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number was identified.